Manufacturer narrative:
UDI not available; device not distributed in us. During inspection and testing, foreign material clogged in the air/water nozzle. The customer¿s complaint (inadequate cleaning of the lens) was confirmed, the water supply was not functioning properly. Testing and inspection also found: the angle wires were stretched, deterioration of the universal cord due to physical stress, the light guide lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface, the light guide lens had discoloration due to chemical stress, the bending tube is deformed, bend section cover has a chip, the connecting tube and the plastic distal end cover has a scratch, due to wear of angle wire, the play of up/down knob is out of the standard value. The user completed a survey stating reprocessing steps are performed according to the instructions for use. A review of the device history record found no deviations that could have caused or contributed to the reported event. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely that the event occurred due to clogging of the black foreign material in the air/water nozzle. The component analysis of the black foreign material clogged in the air/water nozzle detected ¿organic silicone¿. It is likely that it was from silicon-based parts such as packings of the connection adaptor of the water container or valves. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there is an issue cleaning the lens surface, the air and water does not properly reach the objective lens at the tip of the device. The customer stated the event date was sometime in (B)(6) 2022. The malfunction occurred during a therapeutic and diagnostic endoscopic submucosal dissection (esd) procedure. The procedure was completed with the subject device with no delay and the device was inspected prior to use. Customer confirmed there was no harm or user injury reported due to the event.